Manufacturer narrative:
Pending evaluation. Concomitant device(s): serial #: (B)(4), category #: 310-02-47 - equinoxe, humeral head tall, 47mm (beta), serial #: (B)(4), category #: 300-10-45 - equinoxe replicator plate 4.5mm o/s, serial #: (B)(4), category #: 300-01-13 - equinoxe, humeral stem primary, press fit 13mm, serial #: (B)(4), category #: 300-20-02 - equinox square torque define screw drive kit.

Event description:
As reported, approximately 3 years post op the initial right tsa, this 61 y/o male patient was revised due to glenoid loosening. Patient complaint of pain. Patient was last known to be in stable condition following the event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed but may be due to an insufficient bond between the glenoid component and the bone leading to aseptic (non-infected) loosening. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.